Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specifiation with accurate readings.

Event description:
It was reported that the insulin pump went into threshold suspend after the sensor glucose and blood glucose readings had discrepancies. The customer stated that she received a low predicted alert when her blood glucose reading was 115 mg/dl. Then the sensor glucose reading was 61 mg/dl, and the blood glucose reading was over 600 mg/dl. The customer stated that she felt very hot and needed to go to the restroom. She reported that the insulin pump had suspended and stayed suspended for almost that entire time between 3:45 pm to 5:27 pm. She treated using the insulin pump. Advised replacement of the sensor. Nothing further reported.